Manufacturer narrative:
A review of the manufacturing records was performed and found that there were no anomalies noted during the manufacturing process of the device. At this time the maude event report does not indicate that the patient underwent any type of medical/surgical intervention. The maude event report indicates the patient had "a hernia repair with a bard mesh and a bard perfix plug." The contents of the perfix plug include an onlay mesh as well as the plug itself. Based on not having any additional product identifiers, it appears that the "bard mesh" that was used in the procedure is the onlay mesh that is included with the perfix plug. The maude event report did not include contact information for the complainant; as such no attempts can be made to request additional information. Based on the information provided at this time, no conclusions can be made. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported via maude event report (mw5069089). "I had a hernia repaired with a bard mesh and a bard perfix plug (lot number huvj0351). Alcohol use to alleviate the pain."

Manufacturer narrative:
This is an addendum to the initial MDR to correct the maude event report number that was referenced. The correct number is maude event report (mw5070241).

Event description:
The following was reported via maude event report (mw5069089). "I had a hernia repaired with a bard mesh and a bard perfix plug (lot number huvj0351). Alcohol use to alleviate the pain." This is an addendum to the initial MDR to correct the maude event report number listed above the correct number is maude event report (mw5070241).